Event description:
The patient contacted animas alleging that the pump was not responding to pressing of the ok, up and down buttons. The patient denied any exposure of the device to water. The patient also denied that the keypad was peeling.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.